Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Reportedly, the customer received a cartridge alarm 25 during the load process with multiple cartridges. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.